Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The tips opened and closed properly. Cut and seal test were performed and passed. The instrument was fully functional. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, an intuitive surgical, inc. (Isi) clinical territory associate (cta) contacted an isi intuitive surgical, inc. (Isi) and reported the surgeon had to replace the vessel sealer extend (vse) instrument after a long procedure. The instrument stopped sealing and started sticking to tissue after sealing. The tse asked the caller if the jaws were contaminated by carbonized tissue prior to sealing, insufficient sealing and tissue sticking can occur. The tse advised the caller to ensure that the jaws were clean during use and provided intraoperative cleaning instructions. The procedure was completing as planned with no reported injury. Isi contacted the initial reporter and obtained the following information: the cta confirmed that the returning vessel sealer extend instrument was related to the event on 12/11/2024. The issue was related to charring building up, causing tissue to stick and sealing issues.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of 12/31/2024, a review of the site's complaint history identified patient identifier (B)(6) is a related record (the initial complaint). A review of the instrument log for the instrument (pn: 480422-03/lot number: k11241003-0070) associated with this event was performed. Per logs, the instrument was last used on 12/11/2024 during total colectomy with system sk3869. The instrument had 0 uses remaining after last use. (Max of 1 uses). .